Event description:
It was reported the intrathecal drug delivery catheter was replaced due to a tear. When the physician removed the catheter, it was flushed with saline. The saline came through the tear in the catheter but none came out of the hole at the tip of the catheter. Further analysis was requested. No patient symptoms were reported. The drug used in the pump was compounded baclofen and dilaudid. The patient recovered without sequela.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.